Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they were on antibiotics which may have resulted in high blood glucose levels. Customer advised their doctor wanted to make changes to the insulin pump settings. Customer was assisted with setting up their temporary basal rates based on their healthcare provider¿s suggestions. Customer declined to troubleshoot for high blood glucose levels.